Event description:
Ten days ago customer experienced skin irritation and bleeding at the stoma edge. Reporter states "this happens from time to time." She is treating area with stomahesive powder and protective barriers.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc stomahesive wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.